Event description:
It was reported that the insulin pump gave an alarm multiple times. Troubleshooting was performed, and found that the drive support cap was flush. It was stated that the customer did not press on the cap while wearing the device. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.